Manufacturer narrative:
As reported, a saber 2mm2cm 90cm percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion but there was resistance felt. The balloon was then inflated however it was unable to be inflated as the balloon had ruptured already. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. There were no anomalies noted prior to inserting the device into the patient. Initially, a non-cordis sheath introducer and 2 non-cordis guidewires crossed the lesion. After the saber could not be inflated, it was replaced with a new saber pta balloon and a smart stent was deployed at the target lesion. The device was removed intact (in one piece) from the patient. The procedure was completed successfully. Additional procedural details were requested but are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17526104 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta catheter tracking difficulty¿ and ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the tracking difficulty and balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (100% stenosis/cto) and/or handling of the catheter may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber 2mm2cm 90 percutaneous transluminal angioplasty (pta) balloon was delivered to the lesion but there was resistance felt. The balloon was then inflated however it was unable to be inflated as the balloon had ruptured already. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % (cto). The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device prepped normally and maintained negative pressure. There were no anomalies noted prior to inserting the device into the patient. Initially, a non-cordis sheath introducer and 2 non-cordis guidewires crossed the lesion. After the saber could not be inflated, it was replaced with a new saber pta balloon and a smart stent was deployed at the target lesion. The device was removed intact (in one piece) from the patient. The procedure was completed successfully. The product was clinically used and it will not be returned for analysis. Additional procedural details were requested but are unknown.